Manufacturer narrative:
Date sent: 03/18/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a uterine myomectomy procedure, the acral part of the shaft was split and the tip was protruded during the peeling process. Another device was used to complete the case. There were no adverse consequences to the pt.